Manufacturer narrative:
Block b3: exact date unknown, event occurred in over a year prior the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer changing and no longer providing stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The facility discarded the explanted device.